Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the anchor came out from the patient burr hole resulting in a 15 minute delay during surgery. The surgery was completed with another device. No further information has been made available at this time.